Event description:
Procedure type: laparoscopic-assisted vaginal hysteroscopy. According to the reporter: the balloon did not inflate. Upon removal of device from the cavity, it was noticed that the balloon was broken. There was no report of pieces falling into the cavity. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.